Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 250 mg/dl. Correction boluses via the pump were delivered to address bg. Prior to troubleshooting with tandem technical support, customer reverted to manual injections for insulin therapy. Reportedly, the pump supplies were changed to address the issue.